Event description:
It was reported that the sponge came out of the minicap. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with the sponge noted in the foil pouch but outside of the device. The reported problem was identified through an evaluation but the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.